Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2016, 2010 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding alleged abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of provided medical records with a clinical consultant indicated: "conclusion/assessment: very few medical records were provided for review. No radiographs were provided for review. Pre and postoperative laboratory evaluation were not provided for review. The history as presented is quite confusing, in part, due to the lack of records and what appear to be poorly drafted notes. The patient underwent a procedure as a child leaving him with a dysplastic hip and retained hardware. A tha was performed when he was approximately 40 yo. His pre and postoperative course were not provided for review. At the time of surgery, a v40 cocr head and tmzf stem were place (sizing seems misstated in the notes). No follow up were provided. Apparently, he had pain some years later and presented for revision surgery. The age and timeline appeared misstated in the notes. He underwent a revision surgery for what appeared to be an infection. There was placement of a non-traditional antibiotic spacer. However, the diagnosis of infection was neither stated or established in the record. The operative note referred to corrosion and fretting as a potential cause for loosening, but loosening was never stated as the reason for revision. The records were quite confusing. Event confirmation: a tha with a cocr v40 head and tmzf stem can be confirmed. A revision surgery can be confirmed. Injury, device recall and excessive levels of chromium and/or cobalt cannot be confirmed. Root cause: the root cause of the tha appeared to be dysplasia and oa. The root cause of the revision surgery cannot be ascertained. There was reported pain but the cause of the pain cannot be stated. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to abnormal ion level. A review of provided medical records with a clinical consultant indicated: "conclusion/assessment: very few medical records were provided for review. No radiographs were provided for review. Pre and postoperative laboratory evaluation were not provided for review. The history as presented is quite confusing, in part, due to the lack of records and what appear to be poorly drafted notes. The patient underwent a procedure as a child leaving him with a dysplastic hip and retained hardware. A tha was performed when he was approximately 40 yo. His pre and postoperative course were not provided for review. At the time of surgery, a v40 cocr head and tmzf stem were place (sizing seems misstated in the notes). No follow up were provided. Apparently, he had pain some years later and presented for revision surgery. The age and timeline appeared misstated in the notes. He underwent a revision surgery for what appeared to be an infection. There was placement of a non-traditional antibiotic spacer. However, the diagnosis of infection was neither stated or established in the record. The operative note referred to corrosion and fretting as a potential cause for loosening, but loosening was never stated as the reason for revision. The records were quite confusing." The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in his blood.